Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: concomitant med products and therapy dates: drill bit device. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the drill not holding the drill bit device was not confirmed. Therefore, an assignable root cause was not determined. However, the device generating heat, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported from canada that the motor device was not holding the drill bit device and was unsecured. During in-house engineering evaluation, it was observed that the device generated heat, had foreign substance/debris/cleaning/sterilization and corrosion/rusting/pitting. It was further determined that the device had wiring / soldering - electrical fault and had component damage. It was further determined that the device failed pretest for break out box motor assessment and temperature verification. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.